Manufacturer narrative:
The product was returned for analysis and the reported complaint could not be verified. The iol was returned in a specimen container in an unknown clear liquid. The lens was removed from the liquid and allowed to air dry prior to evaluation. Solution patterns were observed on the lens after drying. Both haptics are broken/torn and were not returned. A functional test (lens bench) to check the power and resolution of the lens could not be conducted due to the condition of the returned sample. No root cause was identified for the reported complaint. An impact to the visual acuity of the patient cannot be verified by examination of the returned product. Power and resolution testing could not be conducted due to the optic damage. Based on these investigation findings, we are unable to verify if the iol contributed to the event. Based on the results from the product and batch history record, the product met release criteria. There have been no other complaints for this lot. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was received by a company representative and is in transit to the manufacturing site for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that approximately 10 years after a cataract removal with intraocular lens (iol) implant procedure, major glistening of the iol was observed. The patient was hospitalized, and the iol was exchanged. Additional information was requested.

Manufacturer narrative:
A sample has been received at the manufacturing site. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was provided, indicating that a retinal angiography was prescribed. It was noted that a "special implant" was implanted the same day that the initial iol was removed. It was noted that the patient is "ok", but the lens will be explanted on (B)(6) 2017 due to decentration of implant.